Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via manufacturer representative that the bur's tip was separate and loose prior to the procedure. They just opened the package and noticed that the bur was loose from the outer part and cannot be used at all. This was the first time the bur was used. There was no patient involvement.

Manufacturer narrative:
Analysis found that a portion of the head / shaft was broken and removed from the outer assembly when received. The portion of the assembly removed measured 5.69¿ from tip to break point. The break point at the proximal end corresponds to the distal side of the tack weld on the tang. The configuration of the shaft break is consistent with shear [or bending] stress. The bur tang is welded onto the shaft during production using the miyachi unitek welder. A similar reserve sample bur (part number tn30mcd) was previously installed into a handpiece while ¿incrementally¿ inserting the bur; it was intentionally side loaded in all directions in an attempt to break the shaft during loading however the shaft did not break. If information is provided in the future, a supplemental report will be issued.